Event description:
The patient underwent vns full revision surgery due to high impedance. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
Patient presented with high lead impedance and was referred for x-rays images and surgery. The patient had chest x-rays done but no visible lead discontinuity was observed. The patient notes not being able to feel stimulation for weeks and there was no reported trauma or pain. Device history records were reviewed for the lead. The generator passed all specifications prior to distribution. No known surgical intervention has occurred to date. No additional relevant information has been received to date.